Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer had changed out the set the night before. It was indicated that customer woke up with hbgs and treated with a bolus. Their bgs continued to elevate during the day. The customer did not follow the two hbg rule prior to the event. It was verified that the programming and histories were accurate. Troubleshooting was performed and the pump passed the functional tests. The customer was educated on the two hbg rule.